Event description:
It was reported that two biotronik pacemakers were attempted implants during generator change out procedure but did not get proper capture. These devices were not utilized. A new (B)(6) pacemaker was implanted successfully. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Pt code: 4582. Device code: 2891. Ref report: mw5182420.